Manufacturer narrative:
(B)(6)2023 on (B)(6) 2023 the physician intended to treat a lesion in the proximal lad with a des during which a coronary artery perforation type I (perforation length 20 mm, vessel reference diameter 2.5 mm) occurred. A pk papyrus 2.5/20 was introduced into the patients body but the stent dislodged from the balloon. The stent was successfully retrieved. Thereafter, a pk papyrus 3.0/26 (i.e. The complaint instrument) was implanted by inflation with 8 atm for 10 sec. No post-dilation was performed. The perforation was sealed successfully. The patient had post-procedural timi flow 3. Less than 30 minutes after the intervention the patient developed an acute stent thrombosis which required a second procedure. No information was provided about the second procedure. The patient underwent resuscitation and suffered from persisting cardiogenic shock. On (B)(6)2023 the patient underwent repeat revascularization procedure (tlr, tvr), and was finally discharged on (B)(6)2023. The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information (pk papyrus device registration form) and the product release documentation was reviewed to establish whether a device deficiency contributed to this event. Review of the product release documentation confirmed that the devices were manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review no manufacturing related root cause could be identified. The treating physician rated the occurrence as both device- and procedure-related complication. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.

Event description:
The pk papyrus stent was used for treatment of a type I perforation in the proximal lad, which was successfully sealed. Patient developed stent thrombosis soon after returning to floor (less than 30 minutes post procedure), requiring return to lab for second procedure the same day.